Event description:
It was reported that the hook on the plus rasp adapter broke during woodpecker initiated femoral broaching. All pieces were recovered from patient. No injury was reported.

Manufacturer narrative:
Results of investigation: a complaint was reported due to a fracture of rasp adapter 75007309. The device was returned for investigation. The fracture at the tip of the hook that connects the rasp to the instrument was confirmed. The fracture surface shows macroscopic signs of overload fracture. Multiple scratch marks are observed in the vicinity of the fracture. It is unclear whether these scratch are anterior or posterior to the fracture event. Review of the production documentation shows that the device was produced more than 10 years ago. No other complaints were reported for this batch of device. Based on the performed investigation, the root cause was attributed to wear and tear. No further actions have been initiated. Smith&nephew will however continue to monitor this device for similar issues.

Event description:
It was reported that the "hook" on the plus rasp adapter broke during woodpecker initiated femoral broaching. All pieces were recovered from the patient. An no patient injury was reported.